Event description:
Event #1 [redacted date]: question of bravo capsule integrity. During bravo capsule procedure and post procedure, hospital staff and patient concerned about inappropriate alarms exhibited by bravo monitor. Patient observed intermittent errors at home. Worried about quality of data. Device uploaded and sent to [redacted name] for evaluation. Unclear whether data is useful at this time. We have had 2 other patients within the last month with faulty capsules according to the manufacturer. All 3 incidents involved different lot numbers. 2 different recorders used on 2 of the 3 patients. Not sure which recorder used on the third patient. Two other incidents reported to manufacturer without adequate explanation. Fgs-0636, lot# 62153f, ID# 98f6c. Event #2 [redacted date]: faulty bravo capsule. Patient returned bravo capsule recorder for upload, only 18 of 96 hours of data recorded. Medtronic tech services state it was a faulty capsule, nor recording device. Medtronic will replace device for [redacted name] however, patient underwent procedure under anesthesia with no resolution of problem. Fgs-0636, lot# 61131f, ID# bbd7a, recorder ID# fgs-0634 (B)(4). Event #3 [redacted date]: situation: only 18 hours of recorded data on a 96 hour bravo study. Background: patient underwent a bravo capsule placement on [redacted date]. When uploading the recorder, there was an error message regarding faulty data. Assessment: medtronic technical support was called. Their assessment was that the patient received a faulty capsule. Recommendation: medtronic replaced capsule, however that does nothing for the patient who had a procedure under anesthesia. Fgs-0636, lot# 62130f, ID# 8dff2. Manufacturer response for gastrointestinal capsule, bravo capsule (per site reporter) notified and the rep said the capsules were likely faulty.